Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0w235, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient felt stim in the wrong location, shocking, painful stim, and uncomfortable stim. It was confirmed that therapy was on. The patient was bending over excessively due to a septic tank leak. She was bending over, picking up towels, and wiping up the mess. The issue began from bending over. It was not related to positional movements. Decreasing amplitude did not eliminate the uncomfortable stimulation. Turning off the stimulation did not stop the sensation. No urinary/bowel symptoms returned. The patient was not instructed by the health care professional (hcp) to keep a diary for 3 days. The patient was not increasing stimulation with good symptoms control. The patient had an appointment with their hcp on the morning of (B)(6) 2015. It was considered a sudden change in therapy/symptoms. Pain was going up her spine when she laid down. Her legs were weak and felt like jello when she tried to walk. Turning off stim was not an option because when she did that she had to urinate constantly and because of how her legs felt she could not get to the bathroom that much. The patient still had pain when it was off but stim was in the wrong location when turned on and was even more painful. Their legs were tingling and numb. When the patient sat down, her legs go completely numb and pain shoots over to the left side. She tried decreasing but still got shocking sensations. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).